Manufacturer narrative:
The insulin pump had intermittent button response noted during testing due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Device was received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump kept scrolling when trying to program a bolus. Customer stated that she then received a low battery alert which could not be cleared because the buttons were not responding. Blood glucose value was 211 mg/dl. The customer stated the device was not dropped or exposed to moisture. While checking for damage, she stated the device only has a very small crack by the battery compartment. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.